Event description:
The customer reported that the insulin pump over bolused insulin and seeked medical attention. The blood glucose reading at that time was 24 mg/dl. Later at the same day, he was hospitalized for low sodium and low white blood cell count. The customer stayed in the hosp for 5 days, and he was not wearing the insulin pump since then. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.